Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, over the past two days, the patient had two endo tracheal tube(ett) cuff burst requiring exchanges. After the devices were removed, they were found to be ruptured. It was stated that first one had slits bilaterally on the cuff and the second had a hole toward the bottom of the cuff. There was no reported patient outcome.